Manufacturer narrative:
Concomitant medical products: sedr01 ipg implanted: on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed low impedance and was undersensing. It was noted there was no p-waves attainable. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.